Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl at the time of incident and treated with food and glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer also reported that insulin pump was over delivery and also stated that insulin pump was not giving alarm when blood glucose was low. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.